Event description:
Caller reported a cgm error with the sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller will proceed with the reset and follow up if the issue persists. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.